Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The healthcare professional (hcp) was concerned why the consult interrogation was unavailable and looked like the reading data failed. Technical services (ts) discussed with the hcp it the issue was likely due to device reached elective replacement indicator (eri) and if so, the consult is not available if the device is at eri. Ts recommended the patient seen in clinic for interrogation with a programmer. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The healthcare professional (hcp) was concerned why the consult interrogation was unavailable and looked like the reading data failed. Technical services (ts) discussed with the hcp it the issue was likely due to device reached elective replacement indicator (eri) and if so, the consult is not available if the device is at eri. Ts recommended the patient seen in clinic for interrogation with a programmer. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The healthcare professional (hcp) was concerned why the consult interrogation was unavailable and looked like the reading data failed. Technical services (ts) discussed with the hcp it the issue was likely due to device reached elective replacement indicator (eri) and if so, the consult is not available if the device is at eri. Ts recommended the patient seen in clinic for interrogation with a programmer. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and other transient elevated power states and>> caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The healthcare professional (hcp) was concerned why the consult interrogation was unavailable and looked like the reading data failed. Technical services (ts) discussed with the hcp it the issue was likely due to device reached elective replacement indicator (eri) and if so, the consult is not available if the device is at eri. Ts recommended the patient seen in clinic for interrogation with a programmer. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.